Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8731 lot# unknown serial# implanted: (B)(6) 20120 explanted: product type catheter. (B)(6).a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a representative regarding a patient in (B)(4) who received morphine 7 mg/ml at a dose of 3.24 mg/day and bupivacaine 2.25 mg/ml at a dose of 1.035 mg/day via an implantable pump. The patient¿s concomitant medications and the medical history were not obtainable. It was reported that during normal use on (B)(6) 2017 the patient presented withdrawal symptoms but somewhat atypical clinical signs also were present including myoclonia. However, at the time of the report the patient¿s status was also reported as alive-no injury. Neurological examinations did not give any other explanations for the symptoms. Regarding any environmental, external, and/or patient factors it was noted that the pump could very easily be rotated by the patient inside the pocket. They had questioned if there was an occlusion due to a twisted catheter; pump torsion with subsequent catheter torsion. The last refill was on (b)96) 2016 and the patient¿s daily dose was decreased on at that time. The logs were read and there were no events logged. Troubleshooting occurred on (B)(6) 2017 and a single bolus of 10% of the daily dose was given and there was no improvement reported by the patient after two hours and no effects were observed. A refill occurred and the refill volume was checked with an expected volume of 2.8 ml and an actual residue of 4.2 ml which was reported as ¿not a big discrepancy¿. This was also reported as ¿within the limits of the chart so no discrepancy¿. Fluoroscopy noted an intact catheter and connection. Aspiration of the catheter noted 1 ml was possible and readily withdrawn. A contrast study revealed good visibility of the catheter trajectory and contrast was seen in the intrathecal space with no signs of large leaks. A priming bolus of the catheter was done and an update of the pump with a daily dose increase of 11% to the dosage. ¿that patient received until 20 december 2016 (on which date the dose was reduced with 10%)¿. The patient was substituted with IV with morphine and was admitted into the hospital for monitoring. The patient was scheduled for the operating room to inspect the pocket and catheter because of suspected rotating of the pump and possible cause of temporary occlusion. The patient was to have the pump attached within the pocket and the catheter would be examined by the surgeon upon opening of the pump pocket. However, it was also reported that surgical intervention was not planned. It was unknown if the issue was resolved at the time of the report. The pump and catheter were reported as implanted and remained in-service. The implant date of the pump and catheter were estimated with the month and year noted as being accurate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that in hindsight the patient was not experiencing withdrawal but they were experiencing hyperalgesia, myoclonias, and pain complaint. At first there was a suspicion of withdrawal symptoms (but myoclonias where very atypical and no flu like signs) but after giving a bolus of morfine through the cap of this patient¿s pump the symptoms got worse instead of better: more myoclonias and paradoxically more pain, so withdrawal was ruled out and a hyperalgesia was determined by the physician to be the cause of this patients problems. It was reported that the pump could be completely flipped by the patient. It was noted that the cause of the pump rotation was that the tissue was probably not held the sutures in place and to some extent twiddler¿s syndrome could be applicable. It was noted that the patient¿s daily dose is being decreased until complete removal of the system will take place. The patient¿s symptoms have disappeared/resolved and the medication was changed to methadone. The patient is fine and they no longer have myoclonias and pain is under control by methadone prescription. It was reported that the patient¿s symptoms where determined not to stem from system failure but to a buildup of hypersensitivity for ¿morfine¿. It was reported that it was unknown if there was a catheter issue identified. The patient has been receiving steadily decreased doses of intrathecal ¿morfine¿ and will be explanted. The system was determined to function properly. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4) does not apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.